Manufacturer narrative:
Gbo complaint no: (B)(4). Customer pictures were received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A review of quality, production, and maintenance documents revealed no deviations in relation the reported event. An evaluation of the examples in the customer pictures shows that the two gbo tubes appear to be adequately filled, within the +/- 10% tolerance. The complaint is considered not justified.

Event description:
Customer states tubes will not collect more than 1 ml of blood per draw. Collection is performed with a butterfly needle and bd vacutainer (provided pictures). The collections consists of 2-10ml edta tubes, then the 2ml edta tube [454428], followed by a 10 ml ppt tube. All tubes collect full except the 2ml edta [454428].